Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three minutes after starting treatment with a revaclear 300 dialyzer, the patient experienced back pain, itching, nausea and vomiting, cold/clammy skin and pallor, lightheaded, shortness of breath and decreased systolic blood pressure to "90s" . The treatment was discontinued,and the dialyzer was replaced with a non-baxter dialyzer. The patient was given benadryl and normal saline as treatment. The patient¿s symptoms had "marginal improvement". Dialysis treatment was terminated 2 hours and 45 minutes early and the patient was sent to the emergency room via ambulance. The patient was not admitted to the hospital. The patient returned to the dialysis clinic the following day to "make up the treatment". No additional information is available.